Event description:
Baxter reported, "connection of ti-adapter and patient adapter was separated. The transfer set had been in place for 90 days." There was no pt injury or medical intervention associated with this incident according to baxter.